Event description:
The user visited the clinic on (B)(6) 2022 for follow up mapping and troubleshooting of the device. The child has not been using device for 6 months due to external device issues.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user visited the clinic on (B)(6) 2022 for follow up mapping and troubleshooting of the device. The child has not been using device for 6 months due to external device issues. Re-implantation is considered but has not been scheduled yet.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user visited the clinic in (B)(6) 2022 for follow-up mapping and troubleshooting of the device. The child had not been using device for 6 months due to external device issues. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user visited the clinic in (B)(6) 2022 for follow-up mapping and troubleshooting of the device. The child had not been using device for 6 months due to external device issues. The user has been re-implanted.